Event description:
It was reported that there was noise, dropped p waves and late sensing of the ra lead. It was also noted that there was possible mode switching occurring. The right ventricular (rv) lead was reported as having high thresholds. The ra lead was reprogrammed and remains in use. The rv lead remains in use with a possibility of lead revision taking place in a few months. No patient complications have been reported as result of the new information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.